Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During interrogation we realized the device has entered standby mode. We send it back to the office in barcelona.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During interrogation we realized the device has entered standby mode. We send it back to the office in barcelona.